Event description:
It was reported that the cot could not be locked into the fastening system due to the retaining post falling off as a result of a missing fastener on the lower cross tube frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.